Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Analysis of the device memory indicated rv (right ventricular) oversensing.12 twos identified in ventricular tachycardia (vt)-ns episodes and vf episode #330 leading to inappropriate shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos). The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).